Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site and performed a total service call. The cse aligned the reagent probe, performed recalibrating of the assay(s) that was acceptable. The cse ran master curve material and performed a quality control check that was within specifications. Siemens followed up with the customer and there have been no further issues. The cause for the discordant total human chorionic gonadotropin (thcg) patient result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, high total human chorionic gonadotropin (thcg) result was obtained on an advia centaur cp instrument. The high thcg result was considered discordant compared to a negative human chorionic gonadotropin urine result. The customer repeated the same serum patient sample and the thcg result was lower. The repeat result was reported as the correct result to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant thcg result.